Manufacturer narrative:
(B)(4).the device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount of the drug etoposide during chemotherapy in the oncology/ hematology/ blood marrow transplant care area. The customer stated that the dose of etoposide came in a volume of over 1000mls and was to be infused over one hour (999mls/hr as the pump will not go any faster). When the pump concluded the 1000ml infusion, there was around 500mls still left in the bag. It was also reported there was no patient injury.